Manufacturer narrative:
Analysis and results: there are two previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.72 kgf in average and 0.48 kgf in minimum and fulfilled ep requirements (0.69 kgf in average and 0.35 kgf in minimum). We have received seven open and used sutures (without pack) with the needle detached from the thread. Without any closed sample we cannot carry out an analysis in order to take a decision. Nevertheless, as there are two previous complaints regarding this issue of this code-batch where one of them was closed as confirmed, we consider that the complaint is confirmed. Final conclusion: taking into account that the open samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with silkam black. The customer reported the needle detached from thread. No patient information available.